Event description:
It was reported that during an unknown procedure, they tried to use the device, the clips were not in the good way. They went out "inverse" or in another way than the usual way. No patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: follow up received from affiliate: did clips feed sideways? Upways. Did clips slow feed? No. Did clips not feed at all? No. Were clips malformed? Yes. Is device available to send back for analysis? Yes. Is only one device of issue? Yes. How was case completed? Ligature. Additional information requested: did clips eject from top of device jaws? Yes. On which firing did issue occur? The first one.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was returned in good visual condition partially cycled with a clip in the jaws. In an attempt to replicate the reported incident, the cycle was completed and one conforming clip was formed; in the next actuations, five clips were fed and formed as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.